Manufacturer narrative:
Intuitive surgical inc. (Isi) technical field specialist (tfs) went onsite and replaced the generic power distribution (gdp) to correct the customer reported issue. The gdp came back to isi for failure analysis and the failure analysis team was unable to confirm the customer reported failure mode. The gpd was installed in the test system and it came up with no errors. The board remained in the system for 3 hours while the system was in use and no errors were reported. It then ran 15 power cycles with no errors and passed system test. A system error reoccurred on a later date after the gpd was replaced. Isi tfs went to the site and replaced all parts of the power system as a precaution. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. The system logs revealed that system error code 86 was generated during the procedure, a system error code 86 signifies an out-of -range voltage value was read from a gpd. A review of the system logs also revealed that error message has not returned after tfs second visit to the site. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci mitral valve replacement procedure, the surgical staff noted that a system error occurred pointing to the patient side cart (psc). The site attempted to troubleshoot by power cycling the system, however the system error persisted. The surgeon elected to complete the procedure using another da vinci system. There was no patient harm, adverse outcome or injury reported.